Event description:
There is a consumer report of a red and painful eye as a result of corneal ulcer. There was also a practitioner examination record provided which provided the diagnosis of a "self-resolving ulcer" with secondary anterior uveitis, small (estimated 1-2mm per drawing) located peripheral cornea at 12 o' clock. Treatment consisted of antibiotic drops every hour for 24 hours until follow-up next day. Improvement noted at next day visit, visual acuity 20/20 each eye, continue meds, no contact lens wear, 5 day follow up scheduled. Event resolved with trace inflammation noted. Continue and tapper meds x 4 day. Refit to different type lens modality. Instructed no lens wear until meds discontinued. Visual acuity 20/20 each eye. No further visits scheduled.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer due to report of associated iritis. As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).